Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the blank screen might have occurred because the scope socket was damaged. A definitive root cause for the damaged socket could not be identified, however, it could have occurred due to handling. Regarding the damage to the socket, the following verbiage was identified within the operation manual, which may have prevented the phenomenon: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - no image was produced when the returned device was tested with multiple olympus, model series 180 scopes. The cause was isolated to the dr printed circuit board. In addition, a failed video connector socket was found. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.